Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. (B)(6). Further information from the reporter regarding event, product return status, or patient details has been requested. No additional information is available at this time. The reason for reoperation was capsular contracture, baker grade unknown. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: visual analysis of the returned device identified: crease fold, opening, biological tissue, calcification, mold green overweight. A microscopic analysis was performed which identify crease smooth opening on radius. Based on the device analysis the final assessment is: a smooth crease opening on the radius due to a fold flaw opening.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.